Event description:
It was reported that core wire detachment occurred. The patient presented with peripheral artery disease (pad). A 035/180 (bx/1) magic torque guidewire was selected for use. Upon unpacking the device, the wire tip seemed to feel 'really floppy' in the words of the physician. The physician stated that "it's like the core of the wire and the outer layer of the wire are disconnected." The procedure was completed using alternate method or device. There were no patient complications reported.

Event description:
It was reported that core wire detachment occurred. The patient presented with peripheral artery disease (pad). A 035/180 (bx/1) magic torque guidewire was selected for use. Upon unpacking the device, the wire tip seemed to feel 'really floppy' in the words of the physician. The physician stated that "it's like the core of the wire and the outer layer of the wire are disconnected." The procedure was completed using alternate method or device. There were no patient complications reported. It was further reported that the guidewire was not detached and was not unravelled or come apart. The physician stated that the guidewire tip was just too floppy like in the core of the wire something may have been detached.

Manufacturer narrative:
Device evaluated MFR.: unit returned with its original pouch batch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was carefully inspected and no issues had been noted. However, during tactile inspection it was noted an anomaly in the inner core wire and solder bald weld. All the outer diameter measurements are within the specifications as per the document. During x-ray inspections it was confirmed that the core wire was separated form the distal tip section.

Manufacturer narrative:
Correction: g2 report source - removed foreign and distributor/importer updated b5: describe event or problem updated h6: added material deformation

Event description:
It was reported that core wire detachment occurred. The patient presented with peripheral artery disease (pad). A 035/180 (bx/1) magic torque guidewire was selected for use. Upon unpacking the device, the wire tip seemed to feel 'really floppy' in the words of the physician. The physician stated that "it's like the core of the wire and the outer layer of the wire are disconnected." The procedure was completed using alternate method or device. There were no patient complications reported. It was further reported that the guidewire was not detached and was not unravelled or come apart. The physician stated that the guidewire tip was just too floppy like in the core of the wire something may have been detached.